Manufacturer narrative:
No traces of moisture were found at the keypad trace, electronic assembly or motor assembly. Insulin pump received with no cracks on reservoir tube window, broken reservoir tube lip, cracked reservoir tube window corners, cracked lcd window, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had been exposed to moisture. Customer stated they had damage to the reservoir compartment as well. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was not provided at time of reporting. Nothing further reported.